Event description:
The customer was hospitalized for high bgs and dka. The customer was vomiting, shows large ketones in the urine, and had dehydration. The customer's family member stated that the high bgs could be a result of customer being ill from strep throat. Troubleshooting was performed. The programming, insulin concentration, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule to the customer. Instructed the customer to call back when the clamp arrives to perform the high-pressure test.